Event description:
I was reported that during a radiofrequency ablation procedure, the required output could not be generated. Attempts to troubleshoot did not resolve the issue and the procedure was abandoned.

Manufacturer narrative:
An error was confirmed during functional testing. Evaluation testing found an open electrical circuit at port 4 and an error message was noted while attempting to lesion. Based on the information received and the investigation performed, the cause of the event was isolated to the port 4 electrode receptacle.